Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported "control-iq turns off by itself." Customer's blood glucose (bg) ranged from 64 mg/dl to "high" (specific value was not provided). Customer gave a manual injection to address high bg level. Tandem technical support performed a system check and performed a review of the pump data to determine a possible cause and confirmed reported issue. A replacement pump was sent to the customer for customer satisfaction and customer continued to use pump for insulin therapy.